Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported ¿delaminated front panels¿ event was confirmed through an external inspection; the suspect pcas passed all tests without presenting any issues or anomalies.¿ an external and internal inspection of the suspect pcas was performed, and it was found that the keyboard on the upper left side was delaminated. The suspect pca modules passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). A review of the logs from the suspect pcas was performed, and no malfunctions, anomalies, or issues related to the reported event were found, as this is a cosmetic issue rather than a software problem. From (B)(6) 2025 at 3:24 am, pca s/n (B)(6) was connected to pcu s/n (B)(6) using a bd 30 ml syringe with a rate of 0.5 ml/h and vtbi 5.08 ml. From (B)(6) 2025 at 7:49 am, pca s/n (B)(6) was connected to pcu s/n (B)(6) with a bd 30 ml syringe delivering 0.58 ml/h and a vtbi of 16.51 ml. At (B)(6) 2026 at 1:11 pm, pca s/n (B)(6) (channel a) was connected to pcu s/n (B)(6), using a bd 50 ml syringe with a set rate of 75 ml/h and vtbi 2.5 ml. At (B)(6) 2026 at 5:13 pm, pca s/n (B)(6) was connected to pcu s/n (B)(6) using a bd 30 ml syringe, with a programmed rate of 75 ml/h and vtbi 0.6 ml. Bd alaris¿ system with guardrails¿ suite mx (12.3) states: do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. This matter was escalated to the engineering team, and further updates will be documented as available. There was no patient involvement. Root cause: the root cause of the reported ¿delaminated front panels¿ event could not be determined; however, it was observed during the external inspection. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that five (5) patient-controlled analgesia modules had delaminated front panels and pull away from the face of the pump. The customer states, "this will eventually lead to the control pad no longer being functional (buttons won¿t work when pressed). As a worst-case scenario, it can also lead to fluid ingress into the interior of the pump, damaging the internal electronics". There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that five (5) patient-controlled analgesia modules had delaminated front panels and pull away from the face of the pump. The customer states, "this will eventually lead to the control pad no longer being functional (buttons won¿t work when pressed). As a worst-case scenario, it can also lead to fluid ingress into the interior of the pump, damaging the internal electronics". There was no information on patient involvement.